Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by newcastle engineering lab. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
An investigation report from an implant retrieval center was received and reported that during examination of the rod, the retrieval center found the rod exerted no force during force testing. Additionally, upon initial disassembly the magnet was noted to have rust-colored discoloration and some raised debris. The radial bearing was clogged with debris and was unable to rotate as it was also seized onto the magnet, therefore, further disassembly was impossible and the drive pin was unable to be examined. It was additionally reported that the o-ring seal was found to be broken.